Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B34594) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), incontinence ("incontinence"), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reactionu"), dyspareunia ("dyspareunia"), cyst ("cyst"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (da vinci assisted laparoscopic bilateral salpingectomy with bilateral removal of issue devices). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, incontinence, dysmenorrhoea, hypersensitivity, dyspareunia, cyst, uterine leiomyoma, vaginal discharge and fatigue outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, incontinence, migraine, pelvic pain, uterine leiomyoma and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 29-jan-2021: mr received: lot number was added, case become incident, device removed, essure removal date was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure (batch no. B34594), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), incontinence ("incontinence"), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reaction"), dyspareunia ("dyspareunia"), cyst ("cyst"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). And was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (da vinci assisted laparoscopic bilateral salpingectomy with bilateral removal of issue devices). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, incontinence, dysmenorrhoea, hypersensitivity, dyspareunia, cyst, uterine leiomyoma, vaginal discharge and fatigue outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, incontinence, migraine, pelvic pain, uterine leiomyoma and vaginal discharge to be related to essure. Lot number#: b34594, manufacture date: 2013-05, expiration date: 2016-05. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.